Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 09/10/2025, the user's caregiver reported that during setup of a new ilet device, the cgm could not connect because it was still paired with the old pump. A new dexcom g6 sensor was inserted and began its 2-hour warm-up. During this time, bg rose to 311 mg/dl. The agent advised manual insulin injection until cgm data were restored. Bg was corrected without medical intervention.